Event description:
This prosthesis was implanted in 2007. On approx seven and a half months later, the patient presented with a disassociated glenoid sphere. The patient denies experiencing any trauma to the shoulder. The implant replaced at the end of the same month. X-ray have been provided include post-op from original surgery and pre-op for the explant surgery showing disassociation.

Manufacturer narrative:
This incident is similar to an incident reported in 2006. Reference MDR report #9610667-2006-00006. As a result of the same month incident, there was a design improvement made to prevent disassociation of the device. The device in this report (#9610667-2008-00001) p/n dwb936 is part of a lot manufactured before the march 2006 design improvement.